Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he was experiencing high blood glucose of 426 mg/dl. Customer had just started therapy was inquiring about how to check bolus totals. Customer declined troubleshooting for high blood glucose. Customer stated he would follow doctor's instructions. Doctor instructed him to change infusion set and revert to back up plan. No further information reported.